Event description:
It was reported that boston scientific technical services (ts) was contacted regarding the left ventricular lead exhibiting high, out-of-range pace impedance values of 2026 ohms. Ts noted a lead safety switch (lss), causing a change from a bipolar to unipolar pacing configuration, and discussed options. The device and leads remain in service. No adverse patient effects were reported.